Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 13.2mm vticm5_13.2 implantable collamer lens, -9.00/+2.0/086 (sphere/cylinder/axis), was not easy to fold. The surgeon tried two times but lens was rather rough. The backup lens was used. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.